Manufacturer narrative:
(B)(4).

Event description:
It was reported that no audio output was reported. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.